Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of the insulin pump was scratched which was impairing the visibility of data. The insulin pump was squirting insulin during priming, the insulin pump had rejected the new battery multiple times, had a crack near the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.